Event description:
It was reported that caller experienced incorrect pump time. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update pump time, was advised to monitor for any future time discrepancies greater than 5 minutes, and acknowledged understanding of guidance.